Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of: 8100 error 232.6040. Technical support - replace display board. Return the module to the factory. Explained to customer the problematic fault to error code. Instructed customer to interchange the display board to isolate problem error. Customer will call back if any further assistance is needed. End call. A review of the device history record showed the device had a manufacture date of 05/15/2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, technical support determined that the proximate cause of the reported issue. Tech support: instructed customer to interchange the display board to isolate problem error a review of the complaint history record in trackwise and sap was performed for sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : no product returned.

Event description:
It was reported that the device had received error code 232.6040 . There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device had received error code 232.6040 . There was no patient involvement.